Event description:
It was reported that difficulty removing/withdrawing guide wire from catheter and guide wire distal tip detachment/separation occurred. The target lesion was located in the tibial artery. A 182cm straight tip v-14 controlwire was selected for use in conjunction with a non-bsc support catheter. While advancing the device, the guide wire prolapsed and was attempted to be retrieved back inside the support catheter. In the act of retrieving the guide wire, the wire seemed to be stuck at the top of the support catheter and greater force was applied in retrieving the device which eventually led to the distal tip detaching. Approximately 2mm of the distal tip of the guide wire was retained inside the patient. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned by the customer; therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).